Manufacturer narrative:
It was reported that a 58-year-old male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis, prolonged hospitalization and surgical intervention. The patient suffered a cardiac effusion that resulted in cardiac tamponade. In the middle of the procedure, the patient's blood pressure began to drop. They used an intracardiac echocardiogram to confirm an effusion. Pericardiocentesis was performed and two liters of fluid had been removed and was transfused back into the patient. As of the time of the call, an hour after the pericardiocentesis, the patient was still "actively bleeding" the blood pressure was slowly dropping, and the patient was being sent to the or. The case was not part of a clinical study. There were no indications of high force or high impedance. The caller spoke to the physician and the physician explained that because the blood oxygen saturation was high, it was likely the bleeding was coming from the left atrium, but the physician did not have an opinion as to the cause of the effusion. Device investigation details: the device investigation has been completed which included performing a manufacturing record evaluation (mre). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number 30735880l and no internal actions related to the complaint was found during the review. The manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
Manufacturer's ref. # (B)(4) . Corrections: on 12-may-2023, it was noticed two incorrect referenced were reported in section h10 of the 3500a supplemental (follow-up) #1. Incorrect lot # of 30735880l was reported in the mre review statement. The correct lot # is 30960713l and the manufacturing record evaluation was performed for the finished device number 30735880l and no internal actions related to the complaint was found during the review. Additionally, the incorrect manufacturer's ref. # of (B)(4) was reported, the correct manufacturer's ref. # is (B)(4).

Event description:
It was reported that a patient underwent a non-ischemic ventricular tachycardia (non-isvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that during ventricular tachycardia (vt) ablation, there was a steam pop. The physician was ablating at 30w. The smartablate generator was set to power-control mode with a default temperature and impedance cut-off settings. The catheter was irrigated properly. The ablation was manually stopped when the steam pop occurred. No impedance rise. No catheter malfunction. Following this, there was a pericardial effusion noticed on intracardiac echo. The physician drained the pericardium and the procedure was terminated. The physician had completed the ablation he wanted to do so the vt ablation was a success. The physician does not believe the adverse event was due to a device malfunction. The ablation was immediately stopped after the steam pop was heard. No other patient complication. The patient was well after the pericardium was drained. No system investigation required since it is in working order. Surgery was delayed due to the reported event for 1h. Procedure successfully was completed. Steam pop resulted in pericardial effusion. Additional information- the patient did not require extended hospitalization because of the adverse event as the patient was already staying overnight. Transseptal puncture was not performed; utilized the retrograde aortic approach to get to the left ventricle (lv). Irrigated catheter was used in the event with the flow in default settings of low flow at 2 ml/min (mapping) and high flow at 8 ml/min (ablation =30w) and at 15 ml/min (ablation >30w). Correct catheter settings were selected on the smartablate generator and the pump was switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. All force visualization features were used. Visitag module was used, parameters for stability were tag index, 3mm tags, 3mm, time: 3s, force over time (fot) 25% over 3g. No additional filter used with the visitag. Tag index with a range of 400-550 was used.

Manufacturer narrative:
Investigation is in progress, once completed a supplemental will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.(B)(4).